Event description:
Additional information received indicates the pain at the ipg site has resolved. Therapy restored.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the patient had their ipg repositioned on (B)(6) 2021 to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg has moved and has become uncomfortable. Surgical intervention may take place at a later date to address the issue.